Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat atrial functional mitral regurgitation (mr) with a grade of 3-4 and dilated left atrium. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa) for the second time, it was observed that the clip opened to roughly 40 degrees. An attempt to invert the clip before raising the grippers was performed, and the clip opened roughly to 60 degrees, but could not achieve 120 degrees or invert position. The clip was then deployed on the mitral valve. However, post deployment, the clip opened to approximately 8-10 degrees. It was noted the clip remained stable on the leaflets. The procedure was completed, and the mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip open - efaa, clip open - locked). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, causes for the reported clip opening during efaa (establish final arm angle) and clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat atrial functional mitral regurgitation (mr) with a grade of 3-4 and dilated left atrium. A mitraclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa) for the second time, it was observed that the clip opened to roughly 40 degrees. An attempt to invert the clip before raising the grippers was performed, and the clip opened roughly to 60 degrees, but could not achieve 120 degrees or invert position. The clip was then deployed on the mitral valve. However, post deployment, the clip opened to approximately 8-10 degrees. It was noted the clip remained stable on the leaflets. The procedure was completed, and the mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.